Event description:
A healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced unclear vision. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was unable to tolerate panoptix. Additional information has been received stating that there was no patient harm and the surgeon stated that the prognosis of the patient was good.

Manufacturer narrative:
The lens was returned on a surgical sponge. Solution was dried on the lens. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint and product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and handpiece. The viscoelastic indicated is non-qualified for the product combination used. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the patient could not tolerate the multifocal lens. The multifocal toric company, 20.0 diopter (2.25cyl), add power +2.2 & 3.2 lens was exchanged for a non-company monofocal toric lens. Due to the exchange of a multifocal toric lens to a monofocal toric lens, the replacement lens may have been an improved choice for the patient¿s vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).